Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: does the clip broken mean that the clip was malformed? Yes, the first clips closed properly then the clips closed with u shape (the clips cannot allow the obstruction of vessels). Did the clip break? No. Was part of the device broken? No. Did any pieces fall into the patient? No. Was there any patient consequence? No and the procedure has not been prolonged.

Event description:
The clip got broken and did not close. Procedure: nephrectomy.

Manufacturer narrative:
(B)(4). Batch # r92l4r. The analysis results found that the el5ml device was received with no damage in the external components; 2 malformed clips and 1 conforming clip inside a plastic bag. In addition, the tyvek was returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.